Event description:
The customer reported that the defibrillator intermittently takes over a minute to complete power on self test (post) and power on. There was no reported patient involvement/adverse patient impact.